Event description:
The pt's mother stated that her son's infusion set tubing separated at the luer-lock connection on multiple occasions. During one occurrence in 2007, she stated that his blood glucose level was 350 mg/dl at 4:00 pm when he returned home from school. She reported that the pt did not have symptoms of high blood glucose and "at no time did he have ketones". She reported that the pt's infusion set tubing, insulin cartridge, infusion site, and infusion device power pack were changed. She stated that he was given a bolus of insulin to correct his elevated blood glucose level. She reported that his blood glucose level had returned to normal, which was 70 mg/dl, and he felt "totally healthy". The pt's mother acknowledged awareness of the recall. The pt did not require assistance from a healthcare professional to address the issue. Product was replaced and requested to be returned for eval.